Manufacturer narrative:
Due to the misalignment of the remaining working electrode part, it is most likely, that the device got exposed to excessive force during the application. Device history records (DHR), recent product or process changes were reviewed. According to the results of the device history review, there was no indication for a manufacturing failure. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the materials reported in this case having issue electrode broke off during turp. No injury to patient or third party as reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).